Manufacturer narrative:
.

Event description:
The pt's spouse reported that his wife had sustained an injury at the intrathecal catheter entry site in 2007. The pump was replaced the following month, subsequently, the pt experienced underdose symptoms; she had a fever of 100.9 or 101 degrees, a return of spasticity and her knees were pressing too hard together. The hcp had instructed the pt's husband to monitor the pt for 24-36 hours. The husband stated, that his wife was suffering; oral baclofen was available to the pt. The physician reported that following pump replacement, the pt has experienced a loss of efficacy for two days. The pt received 2000 mcg/ml intrathecal baclofen; they had done a priming bolus immediately after pump replacement. Two days later, the pt received a therapeutic bolus with no results. Review of the pump logs showed no alarms or motor stalls, there had been no audible alarms. Oral baclofen was authorized the day before; the pt went for follow-up with the treating physician the following day. Add'l info has been requested from the physician.